Manufacturer narrative:
Product complaint:(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former and one needle suture piece were received for analysis. The product code is sxpp1a433. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle and the suture surface. The suture piece was examined, and the end was noted split in diagonally and crushed. Additionally, the other section of the suture was not returned. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent a robotic myomectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the rep who was in the case that while suturing the suture split but did not detach from the needle at the swedge. This happened with two different suture codes during the case. Same sutures were used to continue with the procedure. Needle and part of the split suture returning for sxpp1a433 code. No adverse patient consequences were reported. Additional information was requested.